Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2018, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine, bupivacaine and another unknown drug via an implanted pump. The indication for pump use was spinal pain. The patient reported that their catheter was occluded, and they were going to be replacing the catheter on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received the healthcare provider via a company representative was reported that the patient didn¿t believe they were getting therapy. During the procedure the surgeon aspirated and was able to draw back fluid without issue 4 different times but just before closing he attempted to aspirate again and got nothing, so they replaced the pump segment of the catheter. There were no external factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering morphine 3mg/ml at 1mg/day.